Event description:
Final MDR cancellation report being submitted due to completion of the investigation on (B)(6)2021 and reassessment of file to be no longer reportable as this event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Manufacturer narrative:
PMA/510(k) #: p100022/s014. Final MDR cancellation report being submitted due to completion of the investigation on (B)(6)2021 and reassessment of file to be no longer reportable as this event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. The zisv6-35-125-6-80-ptx device of lot number c1800844 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Prior to distribution zisv6-35-125-6-80-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for zisv6-35-125-6-80-ptx of lot number c1800844 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1800844. It should be noted that the instructions for use (ifu0118-6) states the following: if resistance is met during advancement of the delivery system, do not force passage. Remove the delivery system and replace with a new device. There is evidence to suggest the user did not follow the IFU. The user error encountered of '' they attempted to cross , in and out of the body , 4 or 5 times '' is a possible result of the failure mode stent not crossing the lesion therefore can be captured in this complaint. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to difficult patient anatomy. It is possible that difficulty patient anatomy caused resistance when attempting to cross the lesion. The complaint is confirmed based on customer testimony. The patients outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: p100022/s014 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per rep - (B)(6) 2021 - the stent would not cross the lesion after successful angioplasty. They attempted to cross, in and out of the body, 4 or 5 times. They were able to cross the lesion with 2 different 4 mm balloons. The wire used was a .035 glide wire advantage from terumo. It has not yet been confirmed if they were able to complete the procedure.